Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were broken and explanted.

Manufacturer narrative:
Product ID 3708160, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device updated to be included in system report after it was found that an in house product failure was found.

Manufacturer narrative:
H3: product ID# 97714 serial # (B)(6) was returned for analysis. Analysis found no significant anomalies, however foreign material was observed in the implantable neurostimulator (ins) connector port. Product ID neu_unknown_lead lot# unknown serial# unknown was returned for analysis. Analysis found the conductor site was broken. The distal end of the conductor was broken. The insulation was separated at the butt joint of the proximal end and the insulation was consistent with metal ion oxidation. Product ID 3888-33 lot# v152812 was returned for analysis. Analysis found the conductors were broken at the distal end of the lead. Product ID 3888-33 lot# v248461 was returned for analysis. Analysis found the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Product ID 3708160 lot# serial# (B)(6) was returned for analysis. Analysis found environmentally assisted degradation of the insulation at the proximal end of the lead. Returned extension was cut and segmented 14.6cm from proximal end. Mio degradation with category 2 on proximal end of extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had a loss of efficacy over time. Patient was not sure when it began. Ran impedance check multiple contacts on all leads high. System was explanted and replaced. Issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33. Lot# v152812. Implanted: (B)(6) 2009. Explanted: (B)(6) 2021. Product type: lead. Product ID 3888-33. Lot# v248461. Implanted: (B)(6) 2009. Explanted: (B)(6) 2021. Product type: lead. Product ID 3708160. Serial# (B)(4). Implanted: (B)(6) 2021. Explanted: (B)(6) 2021. Product type: extension. Product ID 37082-60. Serial# (B)(4). Implanted: (B)(6) 2009. Explanted: (B)(6) 2021. Product type: extension. Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(4), ubd: 09-sep-2012, UDI#: (B)(4); product ID: 3888-33, serial/lot #: (B)(4), ubd: 30-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.